Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, oversensing and capture anomaly was observed on the atrial lead. The lead was not implanted. Another lead was implanted successfully. The patient¿s condition was stable.